Event description:
During a ptca procedure in a distal pda lesion, the pixel was passed through a previously placed stent, but would not cross the intended lesion and was not deployed. The sds was pulled out, the guiding catheter and guide wire were removed, and the procedure was completed. Upon review of the cine films after case completion, it was noted that the pixel stent had come off of the balloon and was still inside the rca. The pt was experiencing st changes, so was sent for bypass surgery to remove the undeployed stent and bypass the pda.